Event description:
The customer called in to report the insulin pump having a blank display due to battery issues. During troubleshooting, the device was found to be functioning properly and a replacement battery cap would be sent as a courtesy. Customer also stated being hospitalized on may twenty third for vomiting due to high blood glucose levels and diabetic ketoacidosis. Blood glucose level was 418 mg/dl at time of hospitalization. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.